Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. Five batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. The reported event could not be confirmed via log files since they were not provided. Analysis of the batteries revealed that they met specifications. The batteries passed visual inspection and functional testing. There are no manufacturing related factors that could have contributed to this event. Applicable risk documentation and experience with events of similar circumstances were considered; events with premature power source switching are most often attributed to a communication anomaly between the battery and controller. Abnormal power switching is being investigated. Fsca apr2014 was distributed to reinforce proper power management. No additional information will be forthcoming.

Event description:
It was reported from (B)(6) that the patient noticed that the controller was changing from one battery to the other earlier than expected. The patient stated that they had experienced this in the past and did not hear any alarms. The treating facility exchanged all six (6) of the patient's batteries, giving the patient new ones. The event has not reoccurred with the new batteries. The devices will be sent back to the manufacturer for evaluation. There was no reported patient injury as a result of this event.

Manufacturer narrative:
This device is used for treatment and not diagnosis. The heartware® ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The heartware® system is designed for in-hospital and out-of-hospital settings, including transportation. This event is a known malfunction which is currently under investigation by the manufacturer and covered by a CAPA. Patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller.